Event description:
It was reported that during the procedure, the coil was inserted into the micro catheter and physician felt resistance while advancing the coil. It was removed and replaced with the subject coil. Resistance was experienced again while advancing the subject coil and it prematurely detached inside the micro catheter. The subject coil was collected along with the micro catheter out of the patient. Patient's anatomy was very tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and patient anatomy was tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the coil was inserted into the micro catheter and physician felt resistance while advancing the coil. It was removed and replaced with the subject coil. Resistance was experienced again while advancing the subject coil and it prematurely detached inside the micro catheter. The subject coil was collected along with the micro catheter out of the patient. Patient's anatomy was very tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.